Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. International UDI: (B)(4). Reporter phone number is unknown. The philips international service technician confirmed the reported led issue. The philips international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, "run in" tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the power light emitting diode (led) turned off by vibration. There was no patient involvement. The event date was not specified; estimate used.